Event description:
It was reported that a er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips malformed. A new applier was used to complete the case. There was no consequence to the pt.